Manufacturer narrative:
During inspection and testing, service found foreign material was exiting the nozzle. The reported issue (hole in button) was confirmed during testing. A leak was found due to the rubber part being pierced. In addition, the distal end cover was dented, the bending section cover was cut, the adhesive on the bending section cover was cracked, the adhesive on the objective and light guide lenses was worn, the insertion tube was buckled and scratched, angulation was reduced due to the angle wires being stretched, and the scope connector label was not properly affixed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, a hole was found in button one of the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material was exiting the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to normal wear and tear, since there was no information to indicated abnormal wearing of the glue. Olympus will continue to monitor field performance for this device.